Event description:
I have the essure implant and have serious bone degeneration, hair loss and out of control tooth decay, no matter how good my oral hygiene is. I have constant bloating, heavy menstrual cycles. I am (B)(6) years old and have had the device for 10 years.